Manufacturer narrative:
Patient information was unavailable. While the site was experiencing the issue, the medtronic representative facilitated troubleshooting options over the phone. The site attempted to calibrate the system and observed that it was slow and would move abruptly. During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issue was reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the imaging system was not responding when a 2d picture was taken during a case. Imaging and navigation were aborted. It was reported that there was a delay in surgery of 1 hour or longer. No patient harm was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The issue was observed pre-operatively and the procedure was not known.

Manufacturer narrative:
Correction: incorrect aware date submitted on MDR follow up 1. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that this is not a software issue. Log investigation found instances of can bus overflow error due to hardware issue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.